Event description:
It was reported that the stenoscope system would not fluoro and the left monitor went blank during a case. The system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.